Event description:
A report received from (B)(6) stated during nasal intubation of a pt the doctor, specialist of respiratory, noticed an air leak in the cuff. The event occurred in the emergency room. There was no pt harm reported.

Manufacturer narrative:
The investigation into this report is on-going. As additional info is received, a supplemental report will be issued. (B)(4).